Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia, with a blood glucose reading over 600 mg/dl. The customer stated that the insulin pump was not providing an estimate for how much insulin she would need to treat her high blood glucose levels. The customer also stated that her blood glucose levels had been rising all evening and that she was unable to bring them down. The customer then stated that she would be going to the emergency room for medical attention. Nothing further was reported.